Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within five week post implant, the leadless implantable pulse generator (ipg) ventricular threshold had been progressively increasing. Imaging confirmed that the leadless ipg had dislodged and migrated into the left ventricular (lv), distal to the mitral valve. The leadless ipg remains in use. No patient complications have been reported as a result of this event.